Event description:
The dxc 600p generated false low na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide) and/or calc (calcium) results for 7 patient samples. Results from 5 samples were reported out of the lab. Patient (B)(6) was administered potassium based upon the erroneous results reported. When the issue was noticed, the samples were repeated on another dxc in the lab and reports were amended.

Manufacturer narrative:
The issue occurred after the customer calibrated at 13:23 on (B)(6) 2013 . Qc run at 13:36 was within the lab's established ranges. Analysis of the data indicated that the issue was isolated to the 13:23 calibration. Recalibration after the event (at 17:58 and prior to any troubleshooting) restored patient recovery to expected ranges. The aberrant calibration is consistent with a calibrator/control handling issue. The customer checked patient runs prior to the 13:23 calibration, and no erroneous results were found. Service was suggested but the customer never made the necessary arrangements. Upon follow-up, the customer reported the instrument was performing acceptably. There is no evidence of instrument malfunction. In addition to this medwatch form, two other reports were submitted in relation to this event. These are 2050012-2013-00778 and 2050012-2013-00779. The manufacturer's reference # for this event is (B)(4). Device not available.